Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed.- large particulate contaminate found in the air path. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was presence of contamination in the airpath. Section h6 were updated in this report